Event description:
During a review of the pt's programming history, it was observed that diagnostics performed showed high lead impedance occurring. Information was received indicating that the site elected to disable the device in (B)(6) 2008 to see if pt was in need of the battery replaced, but the magnet was still left on in case seizure activity increased. The pt was still able to use the magnet to abort seizures during the known high lead impedance. To date, there has been no adverse issues or increase in seizure activity after the device disablement or during high lead impedance, so the pt is not expected to have the battery replaced.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.